Event description:
The device was being utilized for implantation of reservoir. The sheath was needled from thoracoacromial blood vessels and advanced to arch of aorta. The dilator was removed and another manufacturer's 5fr catheter was inserted. As the sheath was being withdrawn gradually, blood was flowing out of a split in the sheath near the hub. According to the reporter, the pt fainted due to hemorrhagic shock or oligemic shock attributable to the tear in the sheath. Pt was treated and is well.